Manufacturer narrative:
Date of event: unknown. (B)(4). Investigation summary: a complaint history check was performed and this is the 3rd. Related complaint for needle clog on lot #: 8330801. Customer returned eight (8) unused 32gx4mm bd pen needles from lot#: 8330801. Consumer reported that there is no flow when taking the injection. All 8 returned pen needles were examined, then tested for flow using a test pen injector: all 8 were able to expel properly. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. Pen needle DHR batch#: 8330801 was reviewed: the batch number was built with pen needle assembly line in aug 2019. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. No quality notification was raised on past 12 months on similar non-conformance. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the above, no additional investigation, and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only had no flow during injection. The following information was provided by the initial reporter: material no: 320883; batch no: 8330801. It was reported that there is no flow when taking the injection.